Event description:
It as reported via a legal tolling agreement, that a male patient who was initially implanted on the left knee on (B)(6) 2011, underwent a revision procedure on (B)(6) 2022, approximately 10 years 9 months post the initial implant procedure for reasons unknown. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
No device return anticipated due this being a legal case.

Manufacturer narrative:
H7: z-0021-2022.

Manufacturer narrative:
H6: investigation results - the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert after being implanted for over 10 years. However, this cannot be confirmed because the device was not available for evaluation and radiographs were not provided.

Event description:
As reported via legal documentation, on (B)(6) 2011, this patient underwent left total knee replacement surgery and was implanted with a recalled optetrak logic ps polyethylene tibial insert. On (B)(6) 2022, approximately 10 years 9 months after their initial implant due to accelerated and preventable wear of the optetrak logic ps polyethylene tibial insert. As a direct consequence of the nature of the device, the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information received via legal documentation. B5, b7, g3, and h6: updated to reflect additional information receipt.